Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/23/2021.

Manufacturer narrative:
Date of birth: the patient was born on an unreported date in the year 1949. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized. Treatment for the peritonitis event was not reported. At the time of this report, the patient had recovered from the event. Action taken with pd therapy was not reported. No additional information is available.